Manufacturer narrative:
Device is a combination product.    The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.  (B)(4).

Event description:
It was reported that vessel dissection occurred. Patient presented with single vessel disease. Vascular access was obtained via femoral artery. The 3.0x16mm, 90% stenosed, de novo, concentric target lesion was located in the moderately tortuous right coronary artery. After a non-bsc wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter at 12 atmospheres. A 3.00x16mm synergy¿ stent was advanced and deployed at 14 atmospheres for 25 seconds. However, type c dissection at the distal part of stent was noted under fluoroscopy. The physician then cover the dissection with implantation of another 2.50x16mm synergy¿ stent and the procedure was completed. No further patient complications were reported. The patient's status was stable and responding well to medications.